Manufacturer narrative:
Pursuit vascular has completed an investigation and performed extensive testing on product from clearguard hd antimicrobial barrier cap lot 4918. The caps were found to meet the iso 80369-7:2016 standard specifications for a male luer. Pursuit vascular was unable to replicate any issue with the returned caps.

Event description:
A nurse at a fresenius facility in co reported multiple events in which a catheter was found without the clearguard hd antimicrobial barrier cap on palindrome catheter hubs. The nurse reported that there were no adverse events or patient harm associated with these incidents.